Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The field service engineer (fse) confirmed with the robotics coordinator that they were able to run through a loopback test and confirmed the tilepro on the davinci system was working. On further investigation, they found that a setting had been changed on the ultrasound device which caused the issue. This had nothing to do with any intuitive equipment, and it was confirmed that after changing the setting, they had visibility with tilepro again. The system was working properly and no additional action was required as the issue was resolved. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) to address difficulties in configuring the bk ultrasound system with tilepro. Prior to this communication, the csr had attempted to resolve the issue by switching the video cable from the "video out" port to the "tilepro" port on surgeon side console 1 (ssc1). Tse instructed the csr to verify the settings on the bk ultrasound system, but the csr was unable to locate any settings that could be adjusted. The csr also tried tilepro input 2, which proved unsuccessful, as the ssc tilepro setting briefly enabled before reverting to a gray state. Tse suggested using a different cable, an action not yet taken by the csr, and recommended connecting to the back of the vision side cart (vsc). The csr reported that the surgeon elected to convert the surgical procedure to open surgery. In a second call, the csr confirmed that the surgical procedure had been converted to open surgery. Subsequently, the da vinci robotics coordinator (roco) initiated a third call to the tse to further troubleshoot the tilepro issue while using the bk ultrasound device. Tse advised the roco to use a dvi cable, connecting one end to a video output port and the other to a tilepro input port on the back of the ssc. The roco executed the tse's troubleshooting steps and successfully confirmed a blue led on the tilepro input, indicating that tilepro was selectable on the ssc touchpad and could be activated without issues. Tse then recommended connecting the bk ultrasound and checking the tilepro led. Although the roco followed these instructions, they reported that the led did not illuminate and tilepro was not selectable when the bk ultrasound was connected and turned on. Upon the tse's suggestion to verify the video output settings on the bk ultrasound, the roco discovered that the video output was turned off. The roco set the video output to "passive," resulting in the led turning blue on the personality module surgeon console, and successfully activated tilepro, confirming proper functionality. Finally, the tse instructed the roco to power cycle the bk ultrasound to ensure the video output settings remained unchanged. The roco completed this step and confirmed that the "passive" setting persisted, with the system functioning as expected. The procedure was converted to open surgery. The patient tolerated the open procedure well and was discharged.